Event description:
Additional information received from the healthcare provider (hcp) reported the suspected cause of the symptoms the patient was experiencing was secondary to anxiety which was a known issue for them which resolved after two minutes. To resolve the patient¿s therapy issue, they were educated on verifying charging and ensuring the device on/off state. The patient was back to baseline with issues resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past few days, the patient had been receiving a reading on the recharger indicating that the implant battery was at 100% and had not changed. Previously, the implant would be at 75% or 50% when starting their daily charging session. The patient was redirected to their healthcare provider for further investigation. The caller later reported that while the implant was charged to 100%, the therapy was showing as off. The agent assisted the caller in confirming that the therapy was off on the patient programmer. It was reviewed that if the battery depletes to a point where therapy stops, recharging alone will not automatically turn the therapy back on; it requires a manual process. The caller was unsure if this was the case. The agent helped the caller turn the therapy back on, after which the patient experienced symptoms. Subsequently, the agent assisted in turning the therapy back off, and the caller noted that the patient did not have symptoms when therapy was off. The caller was advised to follow up with the managing healthcare provider for further guidance.